Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set-up for demonstration, the adapter fell off the shell. After troubleshooting the device, it was noted that the adapter was not set up properly with a full connection. There was no patient involvement.